Event description:
A patient initially tested negative with the axsym toxo igm assay at an index value of 0.155 and was hospitalized. A second sample was drawn and tested negative with the axsym toxo igm assay at an index value of 3.000. The initial sample was retested with the axsym assay and generated a positive index value of 2.000. Controls have been within specifications. The initial sample was confirmed toxo igm positive at a central testing laboratory. Avidity testing also performed at the central lab indicated a recent infection. There is no impact to patient management reported.